Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Eval summary: x-rays were not provided. With out add'l info, the exact cause of the tibial plate loosening cannot be conclusively determined at this time. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.